Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary Tower, drawer 7 was failed and was not connected to bus. The customer stated that this malfunction occurred while dispensing the medication.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 24-NOV-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the auxiliary 7 was failed and was not connected to bus. A field service engineer (FSE) assisted the customer in resolving the issue and rebooted the system. The FSE verified that the system resumed normal operation after the restart. The system functioned as intended after the field service engineer repaired the device.